Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing worsening pain in the neck as a result of the trial. The patient underwent an early lead pull.